Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was using a silverhawk atk device during treatment of a 50 mm calcified 70% stenotic lesion in the patient¿s mid left superficial femoral artery (sfa) of diameter 6 mm. No tortuosity and moderate calcification were reported. The device was prepped per IFU without issue. It was reported that device broke and the nosecone separated just distal to the cutter window. No patient injury was reported.

Manufacturer narrative:
Additional information: the issue is reported to have occurred during first activation of the device. The tip did not separate at the hinge pin. The tip is reported to have detached in the vessel. No intervention was required to remove the detached tip from the patient. A second silverhawk was used to complete the procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the silverhawk device was returned for analysis. No ancillary device or images were received. The device was removed from the packaging for visual inspection. The cutter driver was not returned. The distal housing was noted to be separated from the torque shaft at the hinge pin. The cutter was advanced approximately 3.4cm distal to the hinge weld. The distal assembly remained attached to the device due to the cutter which was unable to be pulled from the cutter window. Microscopic inspection of the hinge revealed one of the welds was torn proximally, the other weld remained intact. Inspection of the inside of the housing revealed evidence of weld on both weld spots. Microscopic inspection revealed no anomalies to the cutter or the cutter window. Inspection of the hinge pins revealed that one of the hinge pins was damaged and deformed. The pin was pointing proximally. The proximal collar of the housing exhibited a flaring. No damage was noted to the additional hinge pin weld. Both hinge pins were accounted. Microscopic inspection of the of guidewire lumen revealed no anomalies. A 0.014¿ guidewire from the lab was inserted into the guidewire lumen; no resistance or anomalies were noted. If information is provided in the future, a supplemental report will be issued.